Event description:
The following information was provided: it was reported that the patient's right hip was revised due to crack/fracture of the ceramic femoral head. Patient denies any trauma. Intra-operatively, the following was observed: the ceramic femoral head was broken into several pieces. As a result, the trunnion of the stem gouged into the liner. The head and liner were revised to a metal head and poly liner. Rep confirmed that some additional information may be able to be provided. Surgeon would like the investigation results.